Event description:
It was reported initially that a p14 protector was attached to a drug vial, and an injector with a syringe attached was used to aspirate the drug into the syringe through the protector. After that, when the injector was removed from the protector, the injector needle broke. 2024/6/5 additional information: the incident was not a broken injector needle, but a leak of anticancer drug from between the protector and the vial. A p14 protector was attached to the vial, and the injector with the syringe attached was connected to the protector. When the injector was removed from the protector after aspirating the drug, there was a leak from the connection between the protector and the vial. When the protector was removed after sensing something was wrong, the protector's vent needle came off. The protector's vent needle and drug vial were returned. Hospital request: please check whether the leak may have occurred because the ventilation needle was not properly attached to the protector from the beginning. (We understand that the protector itself has already been discarded and that the investigation will be limited. As much as possible = the needle that was collected is thinner than usual, similar incidents have occurred with the same lot, etc.).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one vial with the protector needle still penetrating the vial stopper, was provided to our quality team for investigation. Through visual inspection, no issues with the protector needle were observed, it was noted the needle penetrated the vial stopper off center, likely causing the leak reported. A device history review was performed for reported lot 2310114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. Functional testing was performed, connecting the protectors to a vial, injector, and syringe per the instructions for use provided with the product. All protectors were properly connected, liquid could move through the system without issue and no leakages occurred. Based on our investigation, we are not able to identify a root cause related to the manufacturing process at this time. It was identified the protector was not properly attached, resulting in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.